Event description:
It was reported that bd access device was leaking the following information was received by the initial reporter with the verbatim: during the withdrawal of solvent for a chemotherapy bag, the bag access broke cleanly in two, causing a major leak from the 250ml bag of nacl. Precautionary measures and actions taken: change of the bag and the bag access = refragmenting.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one 2300e sample was received in opened packaging from lot 23015485 for investigation. The sample was returned with a b.braun omnifix 50ml syringe to aid the investigation. The customer reported that "the bag access broke cleanly in two, causing a major leak". A visual inspection of the returned sample confirmed the customer's experience as the male luer of the smartsite was broken and still bonded inside of the spike component; a closer inspection confirmed the affected component appeared whitened, suggesting it had been subjected to an external force. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the observed damage is consistent with the component being subjected to an external lateral force; however a review of the manufacturing and packaging process did not identify any potential sources which could cause or contribute to damage of this nature. A review of the production records for lot 23015485 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2300e product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr (B)(4), in which the customer has stated: ¿during the withdrawal of solvent for a chemotherapy bag, the bag access broke cleanly in two, causing a major leak from the 250ml bag of nacl.¿. The product in use at the time is reported to be a 2300e from lot 23015485. Further information provided by the customer states that the device ruptured between the firing pin and the valve, at the screw thread. The customer also reported that they observed leakage when they withdrew some of the contents of the 0.9% nacl bag with a syringe using the device. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23015485 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2300e product in the past 12 months.